Manufacturer narrative:
Section a3: patient gender was requested but was not provided. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 provides an explanation of all pump parameters, including flow. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. Review of the submitted log files confirmed pump stop events associated with disconnections of the driveline. A specific cause for these disconnections could not be determined through this evaluation. The submitted system controller event log files revealed several disconnections of the driveline, as well as a system controller exchange. Pump operation resumed without any issues after each reconnection of the driveline. The pump appeared to have operated as intended and there were no other notable events. Evaluation of the submitted images was inconclusive for any evidence of driveline damage. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report numbers: 2916596-2021-03859; 2916596-2021-03861; 2916596-2021-03862. It was reported that the patient was having voltage issues while on batteries. This was thought to possibly be an issue with the 14 volt batteries, the battery clips, or both. Review of the patient's log files showed intermittent low voltage advisory events on 11jun2021 at 14:45-15:00 on battery power. At 15:01 the driveline was disconnected and re-connected followed by some low flow and low voltage hazard events. At 15:04 no external power events were seen due to both power leads being disconnected at the same time and then the controller was shut down. At 15:26 there was a no external power event due to both power leads being disconnected. At 15:56 the driveline was disconnected, and then re-connected at 15:57. At 15:58 the controller was re-connected with more low flow and low voltage advisory events. At 15:59 the driveline was disconnected again for the remainder of the log. The low voltage advisory events continued from 16:02 through the remainder of the log. While troubleshooting these events two of the patient's controllers and the patient's modular cable were exchanged.